Manufacturer narrative:
Information added/updated to section b2, b4, b5, g3, g6 and h2. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As per additional information received, the patient passed away due to right-sided heart failure approximately twelve (12) days after the procedure.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from italy, edwards received notification of a pascal precision ace procedure in mitral position. One (1) day after the procedure, a single leaflet device attachment (slda) occurred in the second device. The patient had barlow-like degenerative mitral valve with very complex anatomy. The initial mitral regurgitation (mr) grade was torrential. During procedure, a total of two pascal devices were implanted. After the two pascals were placed, the final regurgitation was mild or mild/moderate. One (1) day after the procedure, a single leaflet device attachment (slda) of the anterior leaflet occurred in the second device. Mitral regurgitation returned to severe and the patient became symptomatic. As per medical opinion, the root cause of the event was attributed to the combination of a very complex anatomy, specifically a barlow valve that was difficult to approach, and the fact that the images during the procedure were not of excellent quality. The patient was hospitalized in the intensive care unit. Three (3) days after the procedure, the patient underwent a re-intervention in order to place a third device at the lateral commissure, using the m-teer approach. The procedure was successful and the patient remained stable.

Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests patients' anatomical factors and procedural related factors that included imaging related issues likely contributed to the event. As per event description, the patient presented a barlow-like complex anatomy in the mitral valve, and already suffered from right-sided heart failure. This conditions made the implant approach difficult, and the imaging not being of excellent quality likely contributed to the reported event. As per medical opinion, the adverse event was originated from a combination of these factors. Since no edwards defect was identified, corrective or preventative actions are not required.